Event description:
It was reported on 02/14/2023 by a sales representative via sems that an ar-8150px-45 powerpick blade would not deploy. Case involvement, no patient effect. Per facility: "when he pulled the lever on the powerpick to deploy the blade the lever pulled back but the blade did not deploy. There was no harm to the patient. The powerpick was thrown away and a new one was opened and it worked great. "

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces when engaging the blade.